Event description:
A report was received that, following a non-device related fall, the patient was experiencing discomfort at the ipg site. The physician has recommended an explant of the entire system.

Event description:
A report was received that, following a non-device related fall, the patient was experiencing discomfort at the ipg site. The physician has recommended an explant of the entire system.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: st linear lead, 50cm with pre-loaded 0.014 inch stylet.

Manufacturer narrative:
Additional information was received that the patient will not undergo an explant procedure at this time due to personal medical issues unrelated to the device.